Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 gas blender system. The incident occured in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the values displayed on the s5 gas blender system fluctuated during a procedure. The gas blender had to be readjusted multiple times. The case was completed without changing the gas blender. There was no report of patient injury. A sorin group field service representative was dispatched to the facility to investigate. The service representative was unable to reproduce or confirm the reported issue. The gas blender was functionally checked and was found to be working according to specification. The external gas lines were inspected and found to be in good condition, and the wall supply gas was found to be appropriate. The device was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Sorin group (B)(4) will continue to monitor for trends related to this type of issue. Evaluated on site by sorin service rep.

Event description:
Sorin group (B)(4) received a report that the values displayed on the s5 gas blender system fluctuated during a procedure. The gas blender had to be readjusted multiple times. The case was completed without changing the gas blender. There was no report of patient injury.